Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm functions test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump.

Event description:
On (B)(6) 2013, patient reported the infusion device delivered 2 units of insulin without being programmed to do so. This occurred on (B)(6) 2013 around 11 p.m. She was awake and did not experience any physiological effects. She switched to her backup infusion device, and the alleged infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.